Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s total hysterectomy for chronic pelvic pain and enlarged uterus on (B)(6) 2012. Findings included endometriosis and fibroids. Intuitive surgical was provided with the operative report. Additional information provided included certain medical records regarding postoperative care. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication other than the finding of extensive adhesions, however after reviewing the follow up records, it is clear that the patient's left ureter was transected during the initial operation, but this went unrecognized until a few days later on (B)(6) 2012 the patient presented with increasing urinary difficulty, bloating, abdominal pain and nausea. Work up included chest x-ray, urinalysis, CT scan of the pelvis and abdomen. A 14 cm fluid collection was found. On (B)(6) 2012 the patient returned to the or where she underwent exploratory lap, cystoscopy, re-implantation of l ureter. The abdomen could not be closed due to swelling and a vac open abdominal dressing was used. On (B)(6), the patient returned to the or for abdominal wall closure.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.